Event description:
It was reported that a rotaflow console was used during ambulance transport of a pt. The rotaflow console and the rotaflow drive were placed on the bed due to limited space in the vehicle. After an hour the unit displayed "temp" on the flow display, for an undetermined amount of time. The device was turned off and then on, the message disappeared and the unit functioned without a problem. (B)(4).

Manufacturer narrative:
The device was not investigated by a maquet field service tech because after the unit was switched off and on again it ran without any issues. A supplemental medwatch will be submitted if additional info becomes available.